Event description:
It was reported that the universal drill ran on during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal drill ran on during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had slow breaking during testing. The device was found to have a corroded motor cartridge. Corrosion of the motor cartridge can lead to run on as a result of damage to the electric circuit, which allows the drill to remain activated.